Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/01/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The reaction was located on the directly under the sensor patch and was described as red, itchy with bumpy skin. Patient had previously experienced reactions as well, and on (B)(6) 2016, the patient was taken to the doctor who prescribed fluocinonide cream. Patient's mother treated the affected area with previously prescribed topical steroid cream fluocinonide. At the time of contact, the patient was fine. No additional event or patient information was provided.